Event description:
The customer reported to olympus, the channel on the ultrasonic gastrovideoscope was blocked and there was resistance with the brush when cleaning. Inspection of the returned device found sharp dents on the ultrasonic probe unit. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The instrument channel was deformed. The probe unit had sharp dents, there were 15 full broken elements, a buckled insertion tube and the control knob was loose and experiencing play (flexing back and forth) on the up/down angle. The bending section rubber was cut, causing the device to fail the leak test. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 24-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the damaged probe unit likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.